Event description:
It was reported that the user received repeated fill-cannula alerts after starting a supply change and was unable to announce a meal until the supply change was completed, leading Customer Care to guide the user to finish the fill-cannula step and resume insulin delivery; this was characterized as a use-of-device problem related to completing the supply change process. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the issue was associated with use of the device rather than a specific component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.